Event description:
During the coil embolization procedure, the helipaq microcoil ((B)(4)) did not detach using an unknown dcb and cable. It was noted that dcb lights did not illuminate as expected at the time of the detachment. The helipaq was safely removed from the patient and was replaced for a new one. It is unknown if the dcb and the cable was also replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. According to the physician, the pre-deployment electrical check was performed and no issues noted. During the event, all the connections were checked. A constant and dedicated saline source was used at all times. No other damages were noticed on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and no other devices (cable and dcb) are available for analysis. The target sire was posterior inferior cerebellar artery with a vessel that was not calcified and not tortuous. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure, the helipaq microcoil (che180520-30/(B)(4)) did not detach using an unknown dcb and cable. It was noted that dcb lights did not illuminate as expected at the time of the detachment. The helipaq was safely removed from the patient and was replaced for a new one. It is unknown if the dcb and the cable was also replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. According to the physician, the pre-deployment electrical check was performed and no issues noted. During the event, all the connections were checked. A constant and dedicated saline source was used at all times. No other damages were noticed on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and no other devices (cable and dcb) are available for analysis. The microcatheter used during the case was an excelsior sl 10. The target sire was posterior inferior cerebellar artery with a vessel that was not calcified and not tortuous. The complaint product is going to be returned for evaluation. No additional information was available. The most likely root cause of the enpower's system go light illuminating during the electrical pre-deployment test and once inside the aneurysm not illuminating was due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was reported that no other damages were noticed on the microcoil after it was removed from the patient (coil-stretched/unraveled, kink, bend, fracture, separated, etc), or delivery system/introducer (kink, bend, fracture, separated, etc), and no other devices (cable and dcb) are available for analysis. The returned device had a fracture solder joint connection inside the resistive heating coil. However, the damage was not confirmed by the end user. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additionally, without the return of the complete detachment system and cable, it cannot be determined if these components contributed to the complaint event. Therefore, no corrective actions will be taken at this time.